Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 502 mg/dl. Troubleshoot for high blood glucose reading was not completed. Customer current blood glucose reading was 312 mg/dl. Customer blood glucose reading at the time of the incident was 502 mg/dl. Customer checked blood glucose again and it was reading 544 mg/dl. Customer felt nausea. Customer treated their high blood glucose reading with manual injection. Customer preferred contacting their healthcare provider instead of continuing with the troubleshooting.